Event description:
It was reported that during a supply change, the ilet user advanced to the ¿press and hold until you see drops¿ step and delivered up to approximately 50 units without seeing drops, noted the smell of insulin, and identified leakage likely at the infusion set connector because the tubing/connector was not fully tightened; the user then replaced the infusion set, cartridge, and connector with assistance, and insulin delivery was resumed with blood glucose unaffected, consistent with a fluid leak at the connector component due to use error. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed evidence consistent with use error involving incorrect attachment of the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to use error.